Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an inaccuracy in the pump's bolus recording. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 02/02/2017. The device has been returned and evaluated by product analysis on 01/10/2017 with the following findings. The bolus history deliveries and actual deliveries recorded in the black box total were found to be within less than 5% difference. The total bolus delivery calculations on each day matched the total daily dose history with no discrepancies. There were no warnings in the alarm history indicating an interruption in delivery. The alleged issue could not be duplicated. The pump was put on a basal program of at least 1u/hr for 24 hours during the investigation; pump history indicated that the total daily dose was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. The battery compartment was found to be cracked.